Manufacturer narrative:
B3: date of event is estimated.

Event description:
It was reported the patient's ipg was unable to communicate with external devices and the patient lost therapy. Multiple troubleshooting attempts were made to recover the ipg. As a result, surgical intervention may be pending to address the issue.

Manufacturer narrative:
Correction: manufacturing reference number 1627487-2023-01637 should not have been reported as a medical device report (MDR) after additional information received confirmed ipg was not inoperable and there was instead a poor bluetooth connection and further troubleshooting resulted in access to therapy.